Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing due to "frequent atrial events falling into blanking period" during atrial tachycardia/atrial fibrillation (af) episode. The lead remains in use. No patient complications have been reported asa result of this event.